Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient is experiencing loss of vision after treatments with her spinalogic bone growth stimulator. It is unknown whether the loss of vision is permanent or temporary. Further information has been requested, but no response has been provided.

Manufacturer narrative:
One cmf spinalogic item number (B)(4), serial number (B)(4), was returned for evaluation. A full treatment was run at test station. Observed results were within specifications. A 30-minute battery treatment was run; device performed as expected. Quality assurance technician wore the device during the 30-minute treatment session with no discomfort or loss of vision during or after treatment. The product met specifications and did not malfunction.